Event description:
During service at baxter, a technician reported finding a colleague infusion pump with an inoperative stop key on the channel c phm (pumphead module). This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received at baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4).additional information:the root cause investigation is in progress through mdq-CAPA-(B)(4).